Event description:
It was reported that a patient experienced a peritoneal infection and subsequently died, coincident with peritoneal dialysis therapy. The patient was hospitalized for the event with symptoms including diarrhea and cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the infection. During hospitalization, the patient experienced a heart attack and died. The heart attack and infection were reported to be contributing causes of the death. It was not reported if therapy was ongoing at the time of death or whether an autopsy was performed. Additional information was requested, but the reporter declined to provide any more information on this event. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient as in (B)(4). The heart attack reported to be a contributing factor to the patient death is addressed in (B)(4).